Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient had an infection. The implantable system consisted of left ventricular (lv), right atrial (ra) and a competitor right ventricular (rv) leads. The device was explanted. It was unknown if the leads were explanted too. Further information could not be obtained.